Manufacturer narrative:
Investigation is ongoing. H3 other text : pending device evaluation.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 20 mm sapien 3 ultra resilia valve in the aortic position, the valve did not fully deploy with a 20mm commander delivery system, using 12 cc's of volume as there was not enough volume going into the balloon. An additional cc of contract was added but the valve was still underexpanded. Using a second 20mm commander delivery system, the balloon was expanded again using 12 cc's of contrast, which appeared to fully expand the valve this time. The valve was extremely undersized. Due to patient anatomy, a smaller valve was intentionally chosen and some paravalvular leak (pvl) was anticipated, however once fully expanded, the patient had severe pvl. A 22mm balloon was used to post dilate the 20mm sapien 3 ultra resilia valve and over expand it in order to implant a 23mm valve during a valve in valve procedure. Following the valve in valve procedure, only trace pvl remained.

Manufacturer narrative:
H10: updated sections d9 and h6- type of investigation, findings, and conclusions. Corrected section h6- component code. The returned device was visually examined, and the following was observed: the crimp balloon to balloon shaft was found kinked, likely due to packaging. The balloon shaft was found kinked near the strain relief, likely due to packaging. The atrion was returned with 11ml of residual fluid. No other abnormalities were observed. The inflation balloon was able to fully inflate and deflate normally and total inflation/deflation time was within specification. The fully inflated inflation balloon outer diameter met specification. Imagery was evaluated, and the following was observed: presence of calcification in the landing zone. The complaint for balloon inflation difficulty and/or incomplete inflation was unable to be confirmed as the alleged deficiency was not observed on the returned device, and no procedural imagery was provided. The device was visually, functionally, and dimensionally analyzed, and no manufacturing non-conformance and/or deficiency was observed. Additionally, device history record and lot history was performed, and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Finally, a review of the instructions for use and training manuals revealed no deficiencies. As reported, the inflation balloon appeared unable to fully inflate, and the thv remained under expanded even after 13cc of volume was added. A review of the 3mensio imagery showed that the patient had a heavily calcified landing zone. Calcification presence can result in constrained anatomy that interfere with balloon inflation and/or affect thv deployment characteristics and potentially lead to incomplete thv expansion. While a definitive root cause was not identified, available information suggest that patient anatomy (calcification) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction/ additional information from a follow up response and device return. Investigation is ongoing.